Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. Through a chest x-ray, it was confirmed that the patient had taken a fall which had resulted to the dislodgement of the lead. Also, this lead was kept by the hospital. A new lead with different model was implanted. No additional adverse patient effects were reported.